Event description:
It was reported that during a total lap hysterectomy, the handpiece activated intermittently. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cracked. It was tested on a generator and no error codes were displayed. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.